Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call and wanted to check insulin pump as was experiencing high blood glucose of 600+ mg/dl. Blood glucose at time of call was 403 mg/dl. Troubleshooting found that the customer's drive support cap, programming and basal rates are all normal. Customer wanted to perform high pressure test and pump passed. Customer was advised to monitor pump and change set and to follow up with doctor. Customer was advised to call back with any other concerns if applicable.